Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture, high and infinite impedances, and was suspected of being fractured. The lead remains in use. No patient complications have been reported as a result of this event.